Manufacturer narrative:
The dispersive electrodes are single-use device and were discarded after the case. A review of the manufacturing records and examination of retained samples from the same lot of dispersive electrodes have not shown any product deficiencies. Misapplication of the de resulting in insufficient adhesion of the hydrogel to the skin is the root cause of the temperature rise sufficient to result in a skin burn. The sonata system operator's manual (instructions for use) includes instructions for application of dispersive electrodes as well as relevant warnings. Use error is therefore determined to be the root cause.

Event description:
On (B)(6) 2023, a doctor reported to gynesonics clinical specialist that a patient had experienced potential skin burns after use of the sonata system on (B)(6) 2023. During the patient post operative follow up visit 3 weeks after the sonata system procedure, doctor indicated that there was a mark on the patient's leg potentially caused by the dispersive electrode. Doctor indicated that it could be a skin burn. On (B)(6), 2023, gynesonics clinical specialist reached out to doctor to attempt to gather more information on this event. Doctor indicated that the patient mentioned in post op that she had a red mark. Patient indicated that during the next few days, she had some redness/blistering type irritation in the area. Gynesonics' personnel became aware of this incident on (B)(6), 2023 after the patient follow up visit.

Event description:
On march 9, 2023, a doctor reported to gynesonics clinical specialist that a patient had experienced potential skin burns after use of the sonata system on (B)(6) 2023. During the patient post operative follow up visit 3 weeks after the sonata system procedure, doctor indicated that there was a mark on the patient's leg potentially caused by the dispersive electrode. Doctor indicated that it could be a skin burn. On march 13, 2023, gynesonics clinical specialist reached out to doctor to attempt to gather more information on this event. Doctor indicated that the patient mentioned in post op that she had a red mark. Patient indicated that during the next few days, she had some redness/blistering type irritation in the area. Gynesonics' personnel became aware of this incident on march 09, 2023 after the patient follow up visit.

Manufacturer narrative:
The dispersive electrodes are single-use device and were discarded after the case. Root cause investigation is ongoing and additional information will be provided during the follow-up report.